Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement after being implanted for a day. This ra lead was explanted, replaced with a non boston scientific model and returned for analysis. No additional adverse patient effects were reported.